Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing a procedure, which was completed after restarting the system. The philips field service engineer (fse) inspected the system on-site, but the reported problem was unable to be replicated. The fse checked the log files on-site and found no exposure and no image. However, this is an intermittent issue; the reported problem was solved after restarting the system. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it after a restart without delay. The procedure was finalized on the same system and is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation's results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. (X-ray light on, no image)the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.